Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported error code 847 and the image was blurred on the screen, no clear image was displayed and was unable to perform a flex adjustment calibration, during a cancer staging by a laparoscopy elective procedure and was completed using a similar device. This was involving an olympus flex deflectable videoscope. There was no patient injury reported.